Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high shock impedance measurement was detected for this device system. Upon device interrogation, the out of range measurement was not recreated. An xray was performed, which was found to be unremarkable. An invasive revision procedure was performed and the device pocket was opened. Under fluoroscopy, the lead appeared to within specification. It was reported that the patient had recently lost a significant amount of weight. Additionally, the patient has two prosthetic valves. No new products were implanted and the device pocket was closed. No further complications were reported.